Manufacturer narrative:
Model number/catalog number: sc-8336-70. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: coverage 32 surgical lead kit 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was not getting adequate pain relief. The patient underwent an explant procedure.